Manufacturer narrative:
This was initially reported on the summary report dated 6/30/2014 (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and product problem. Additionally, the plaintiff also experienced dyspareunia, recurrent stress incontinence and bladder lesion. The plaintiff underwent removal of mesh. The mesh was fully explanted. Furthermore, it was reported that the plaintiff died. The cause of death reported were multiple blunt force injuries and motor vehicle accident.